Event description:
It was reported that the patients ipg would not turn on and take a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred in 2019.